Event description:
Ligasure was sticking to tissue and causing bleeding. Troubleshooting unit did not help. Physician cauterized bleeding and requested new ligasure. Replaced with functioning ligasure.